Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, describing that the pump continued to deliver insulin during recovery from lows and required manual suspension to prevent further decreases, after implementing a soft restart and dietary/behavioral constraints as instructed; the user requested no further follow-up calls. Symptoms included no documented clinical signs or conditions beyond the reported low glucose episodes. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed that no findings were available due to insufficient information regarding a device problem, and no specific device component could be identified for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.